Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia after the pump indicated the insulin cartridge was empty and insulin delivery stopped; the caregiver replaced the cartridge and infusion sets, confirmed no leaks or bent cannulas, performed fill procedures, and insulin delivery subsequently resumed. Symptoms included elevated blood glucose above 400 mg/dl without loss of consciousness or other acute complications. Outcomes included prolonged time above range and use of back-up subcutaneous insulin injection to correct high glucose, with no hospitalization or professional intervention. Investigation included technical troubleshooting with guided cartridge reinsertion, tubing and cannula fill, site changes, leak checks, and data review showing a downward trend after corrective actions; device lots were collected. Investigation of this case revealed no confirmed device malfunction and that insulin delivery resumed after proper cartridge seating and priming. It was concluded that hyperglycemia occurred with cause unclear and that user-directed troubleshooting restored therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.